Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. It was also reported that the user had been hospitalized in (B)(6) 2011 with high blood glucose levels, but troubleshooting procedures did not detect any device failure at that time. The user purchased a new insulin pump on (B)(6) 2013. The user's history of troubleshooting did not confirm any device failure. Advised replacement of the insulin pump. The caller was dissatisfied with the reservoirs and infusion sets and declined to continue use of insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.